Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) would not inflate and was on standby. There was no harm or injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). . A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to duplicate the reported issue. The fse did not see any significant error codes the logs. The unit passed all the performance and functional tests.